Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Additional information was received from the hospital's service technician indicating that the problem was observed upon device startup for pre-use setup. Further clarification was requested due to the discrepancies between the initial report and the newly provided information, however, no further response was received. The service technician was unable to facilitate communication between the philips complaint investigator and the respiratory therapist in order to clarify the device's context of use directly with the end user. Due to the conflicting information that was provided, it cannot be determined if the device was in therapeutic use at the time of the reported event. The biomed confirmed that both the power management (pm) board and power switch overlay were replaced to address the problem. The device successfully passed testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The replaced power management (pm) board was received for internal failure analysis. The board was tested, and no failures were identified. The reported malfunction could not be duplicated.

Manufacturer narrative:
Dateof event: (B)(6) 2021. Date of this report: 03feb2021.

Event description:
It was reported that the ventilator had an error code indicating alarm light emitting diode (led) failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer swapped the power switch overlay however, the issue continued. Once that overlay was placed back on the other unit that unit did not have an issue. The customer was advised to replace the power switch overlay and the power management board at the same time.

Manufacturer narrative:
G4:22mar2021 and b4:02apr2021. The hospitals' service technician reported that the unit was successfully repaired. The technician had previously reported that the parts ordered were the power management (pm) board and power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. Upon a follow-up, the customer reported that after troubleshooting with technical support, the power switch overlay was replaced with a working one and tested. The problem remained with the unit. When a known working power switch overlay was reinstalled to the working unit, the problem followed, and then two units were down. The customer believes that the power management board was causing the power switch overlay to short out. The customer ordered one pm board and two power switch overlays. The serial number of the second ventilator was not provided, although requested. No patient information was provided. Multiple attempts were made to obtain information on the repair and service of the device that has been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17mar2021. B4:21mar2021. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No further patient information could be obtained. The second ventilator serial number is (B)(6) and is being captured under MFR. Report #:2031642-2021-00465. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.